Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to magnet issues. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer failed to open and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.